Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify frozen screen, perform displacement test, self test, and current measurements due to display anomaly. Device received with minor scratches on lcd display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that there was no alarm was displayed before open book image was displayed on the screen. Customer stated that the insulin pump was exposed to moisture. Customer states o-ring was not in place. Customer states o-ring was not free of debris. Customer states battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.